Event description:
After performing a synchronized cardioversion on a patient, the involved doctor stated she felt a tingling in her arm. The patient cardioversion was successful. There was no indication of any serious injury to the doctor.

Manufacturer narrative:
(B)(4): after performing a synchronized cardioversion on a patient, the involved doctor stated she felt a tingling in her arm. The patient cardioversion was successful. There was no indication of any serious injury to the doctor. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.